Event description:
It was reported that the unit warms up and then shuts down. It was further reported that this happens on an intermittent basis.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.